Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on an unspecified date, the patient underwent a coronary procedure with implantation of a 2.0 x 12 mm xience alpine stent. On (B)(6) 2015, distal stent thrombosis was noted in the xience alpine stent. The patient was suspected to be allergic to aspirin. A revascularization procedure was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial 30-day report, additional information was received, indicating that the index procedure was performed on (B)(6) 2015, in the distal circumflex (cx) artery. Approximately 2 hours post procedure, the patient experienced angina and coronary angiography was performed, noting thrombosis. Revascularization was performed, with implantation of a 2.25 x 20 mm non-abbott stent in the distal cx, a 2.5 x 8 mm non-abbott stent in the proximal right coronary artery (rca), and a 2.5 x 32 mm non-abbott stent in the mid rca. Post procedure, the patient was in stable condition. No additional information was provided.